Manufacturer narrative:
On 12/dec/2019 the arjo representative was aware of the event involving maxi move passive floor lift which occurred at fair acres facility in armada, USA. It was reported that during the transfer the patient fell out of the device. There was no allegation that the arjo device failed to operate. After the event, the device was tested by the arjo service technician. The visual inspection showed that the scale cover was damaged. The scale had door frame paint on the cover. This kind of damage appears when the lift top cover was accidentally hit by the top of the door frame when the device was transferred. The visual inspection of the sling did not show any malfunction. The functional inspection of the device did not show any anomalies. The device was working according to the manufacturer's specifications. Arjo representative attempted to contact the customer facility to obtain further details regarding event circumstances. Unfortunately, the customer did not reveal any further information. Based on previous investigations, the following factors are considered to be the possible causes of patient fall: a) device tipped over with the patient to the floor b) patient slip out of sling ( sling being used that is of a very inappropriate size (several sizes off), an obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used), sling clip detaching or not being attached to the lift device before starting the transfer. ) c) the spreader bar detached from the lifting arm d) the sequence of unfortunate events e.g. Patient slip, patient stumble over chassis legs e) malfunctions of the lift or the sling. Taking into account all the facts and information collected in a course of this investigation, we cannot determine what exactly happened in the customer facility. Despite our best efforts, the customer did not provide any information related to event circumstances and patient outcomes. However, we can exclude the device malfunction as the device was tested by the arjo service technician and no failure was found. It needs to emphasize that the device was in use for the above 12 years. The maxi move operating and product care instructions (001.25060.en) warn and inform the user: maxi move shall always be handled by a trained caregiver and in accordance with the instructions outlined in these operating and product care instructions. Warning: " warning: important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient¿s weight is gradually taken up. To conclude, the arjo device was used for a resident transfer. There was no indication that the maxi move device failed to meet its manufacture¿s specifications. Due to limited information gathered, it was impossible to ascertain the relationship of the device and reported the resident¿s fall, and establish the root cause of this unfortunate event. The complaint was decided to be reportable due to the allegation that the patient fell.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). Additional information will be provided upon investigation conclusion.

Event description:
The arjo representative was informed about the event involving maxi move device and sling. It was reported that during transfer the patient fell out of the device. The patient has been taken to the emergency room for their injuries. No other information about event circumstances was provided by the customer.